Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a surgery on (B)(6) 2008 to treat rectocele, cystocele, perineal body defect, stress urinary incontinence, painful intercourse and a sling was implanted. On (B)(6) 2008, it was removed due to erosion, pain, discharge and pressure. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure to repair stress incontinence on (B)(6) 2008. On (B)(6) 2009, the patient had a surgery during which an uphold vaginal support system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01976. The same patient is represented in each medwatch.